Event description:
The customer reported to a baxter representative a condition of one interlink y-type solution set that was alleged with a leak from the luer while connected to a non baxter catheter. This condition was reported to have occurred during infusion of stem cells on an unknown patient. Patient was being reinfused with autologous stem cells using a hub-to-hub method (direct luer connection as opposed to split-septum cap and blunt cannula). The infusion nurse noted that there was leaking between the tubing set and the hub of the patient catheter. The infusion was stopped then restarted with a new tubing set from the same box with no further problem. The incident was caught immediately and total loss of product was 1-2ml. There was no report of patient injury, medical intervention, or adverse reaction is associated with this event. The sample is available. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. The sample is reported to be available for evaluation. If the sample is received or relevant additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation. The reported condition of a leak was not confirmed. Visual examination of the sample showed no signs of physical abnormality. The device was attached to a clearlink and interlink site and functional testing showed no signs of leakage on any part of the device. The device was also pressure tested underwater and no signs of leakage were observed. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.